Event description:
The customer reported that during a reconstructive nasal procedure with a co2 nasal cannula set at 4 liters, a nasal hair caught on fire. The flame was quickly doused by the surgical staff. The pt received a small, 1st degree burn on the upper lip. The burn was treated with cream.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.